Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. (B)(4).

Event description:
Customer reported via phone call that insulin pump received an alarm. Customer also reported that the reservoir lip and the o-ring was broken off. Customer was advised that insulin pump would need to be replaced.